Event description:
It was reported that during a cryo ablation procedure following the transseptal puncture, the sheath and balloon catheter were introduced and the patient started to desaturate. The propofol administration was discontinued and oxygen therapy was increased. Hypoxemia was present and exacerbated despite the increases to oxygen therapy leading to the patient being intubated and placed on a ventilator. The hypoxemia continued to decrease after intubation and ventilator support. A transthoracic echocardiogram (tte) was performed and a right to left shunt via a iatrogenic atrial septal defect(iasd) which was increased by tricuspid regurgitation flow. The right and left atrial pressures revealed the right pressure was higher than the left. The iasd was occluded by inflation of a venogram balloon catheter at the left atrium. An emergency thoracotomy surgical repair of the iasd was performed. The hospital stay was extended. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.